Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer received a cartridge alarm (alarm 09) and a cartridge change error message that occurred during the load sequence. Reportedly, the cartridge had been filled with 250 units of insulin. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.